Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. The pump was programmed with multiple bolus deliveries and all bolus delivered their indicated amounts and were properly recorded in the daily history. No unexpected buzzing, occlusions or insulin flow blocked alarm noted during testing. However, hardware low level failures alarm confirmed in the pump history (variableinfo=3) due to broken trace at pin6, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was making buzzing sound during rewind. The customer¿s blood glucose level was 12 mmol/l. The customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.